Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was unpacked on (B)(6) 2015. According to the complainant, they noted that the device packaging was ripped and torn. It was also noticed that the sterile seal was compromised and the inner pouch was already opened. There was no patient or procedure involved in this event.

Manufacturer narrative:
Reported event of seal compromised. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.